Manufacturer narrative:
Complaint (B)(4) retrospective filing. Received 3rk 454008p/b17083jr for evaluation. Received customer pictures and video. We have no further complaints on the material/batch. A review of quality and production documentation shows no deviations. Some of the samples have been evaluated in a blood draw. Gel barriers formed correctly and good separation was observed in all tested samples when centrifuging using recommended parameters within 2 hours. The appearance of the gel barriers of tested samples is similar to those in previous blood draws. One small bubble in one tube was observed. We forwarded the complaint and pictures/video to our supplier for their evaluation. A review of the pre-shipment inspections shows all results (density, viscosity, flow, nonvolatile) were within specification. A re-inspection of retain samples shows all results within specifications. Retain samples were checked for gel movement and the presence of gel bubbles by centrifuging according to the recommended centrifugation conditions and under the customer centrifugation conditions. No gel bubbles could be observed. Gel bubbles in the plasma cannot be completely avoided. An alleged malfunction could not be confirmed.

Event description:
Customer states that small round looking bubbles in plasma have been observed. When placing a small wooden applicator to bubble, the bubbles seemed to be gel. Specimens were collected on hospital based patients by different phlebotomists. Customer is spinning in a stat spin express 3 for 5 minutes at 2685g. Centrifuge maintenance calibration was performed in november 2017.